Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. A review of the device logs confirmed the reported issue. The device was functionally tested per the product specifications (power-on self test/force sensing resistors testing). The device did not pass the force sensing resistors test and the defective force sensing resistors were replaced to resolve the condition. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer reported a flo-gard infusion pump with an alarm code of f38 in channel 2. It is unknown what process step this alarm occurred during. There was no patient involvement, and therefore no patient injury, medical intervention, or adverse event associated with this event. No additional information was provided.